Event description:
A review of medical records revealed that the pt was admitted to a hospital on (B)(6) 2014, due to enterococcus peritonitis and treated with vancomycin. On an unk date during the hospitalization, tissue plasminogen activator was administered via intraperitoneal route with an unk dose, but it was unsuccessful in unblocking the peritoneal dialysis catheter. On an unk date during the hospitalization, interventional radiology removed the pt's peritoneal dialysis catheter and placed a hemodialysis catheter in the pt's neck, and the pt's treatment modality was changed from peritoneal dialysis to hemodialysis. The pt was discharged from the hospital on an unk date in (B)(6) 2014.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. Medical records were received and reviewed by the post market surveillance department and info is provided in this report. The actual device was not returned to the manufacturer for physical evaluation and the failure mode could not be confirmed. A batch record review was conducted and confirmed there were no deviation or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.